Manufacturer narrative:
Additional information obtained clarified that the patient received 1 valve in the mitral position and no valve was explanted during the procedure as previously reported in this MDR against the 26mm sapien 3 valve. The information received through implant patient registry that a valve ¿implanted was explanted¿ was incorrect as confirmed during investigational follow up with the doctor. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through implant patient registry, a 26mm sapien valve in the mitral position was explanted.